Event description:
The physician reported that there was no other known cause besides low battery for the patient's seizures but noted that he hadn't checked the device yet before reporting that it had a low battery.

Manufacturer narrative:
B5. Describe event or problem, corrected data: the initial MDR inadvertently omitted the comments made by the doctor now described in b5.

Event description:
It was reported by physicians office that the patient was symptomatic with 3 seizures a night and was scheduled for vns replacement due to battery depletion. Then information was identified pre-replacement surgery that generator battery was okay and not depleted. The generator was replaced prophylactically. No further relevant information has been received to date. The explanted product has not been received to date.